Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The leak was described as approximately 2 cups of diluent/cleaner that leaked from the instrument onto the counter. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the leak and locked quick disconnect qd7 resolving the event. (B)(4).